Manufacturer narrative:
Pt info: unk. Report source - this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -7.50/0.5/095 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced in a second surgery on (B)(6) 2021 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.